Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated potassium result on the architect c8000 analyzer. Sample ID (B)(6) generated an initial result of 6.7 mmol/l and upon retest generated 4.3, 4.2, 4.1, 3.9 and 4.3 mmol/l across two analyzers. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity identified one other complaint for ict diluent lot 76863un18. Tracking and trending report review determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified.